Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.0 mm x 15 mm quantum¿ maverick¿ balloon catheter was advanced for pre-dilatation. However, on initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported.